Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an infusion set detachment event on (B)(6) 2025. The tubing was detached from close to site location. Infusion set was used for one day. The insertion site was the stomach. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction bolus for the treatment. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.